Event description:
It was reported the patient received an inappropriate shock and an alert was triggered due to a fractured right ventricular (rv) lead. The lead also exhibited a change in impedance, loss of capture, a sensing problem and noise. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the impedance on the low-voltage portion of the right ventricular (rv) lead was high and there were inappropriate non-sustained ventricular tachycardia episodes. It was also noted that during surgery the lead in the superior vena cava (svc) tangled together. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This complaint was originially reported via remedial action exemption . (B)(4).